Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the failure is linked to device, but the investigation was unable to trace more specifically, which indicates that the problems are traced to the device, but the investigation could not identify the actual root cause. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection that subject device had a noisy image due to a damaged charged coupled device unit. There were no reports of patient involvement.